Manufacturer narrative:
Product ID 37754, serial #(B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was initially reported that the patient experienced coupling issues and was only able to get 2 "black bars" when recharging. Two different rechargers were used to attempt to recharge the battery, but they could only get 2 black bars "at best" for coupling. The antenna locate feature was attempted and only a "52" was obtained in "best location." No patient symptoms or injury was reported. The patient would be meeting with the surgeon to discuss repositioning the battery. Six weeks later it was reported that patient's battery was re-positioned to improve recharging. It was stated that the patient was getting good stimulation coverage, it was helping his pain, and the patient was able to recharge easier.

Manufacturer narrative:
(B)(4).